Event description:
It was reported that the patient's right atrial (ra) pace/sense lead had high pacing impedances and high pacing thresholds in the bipolar mode. Impedances were near normal in the unipolar mode but there was evidence of oversensing. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.